Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012. The patient was reimplanted with a new device on the contralateral side, during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).